Event description:
As reported by the field, an enterprise2 4mmx23mm intracranial stent (enf402312, 6714893) pre-deployed out of the dispenser. There was no patient injury as the device was not clinically used.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. One picture was attached to the complaint file in which it was noted that the stent was already separated from the delivery system. No damages were able to be noted on it (i.e., no kinks, bents, or broken struts). Both ends were noted completely flared. The delivery wire was noted to be inside the introducer. The rest of the device was not able to be evaluated since only one portion was shown in the picture. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no CAPA activity is required. The customer complaint was confirmed based on the detachment condition noted in the stent. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. E1 ¿ initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. H3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, an enterprise2 4mmx23mm intracranial stent ( enf402312, 6714893) pre-deployed out of the dispenser. There was no patient injury as the device was not clinically used. No additional information is available. One picture was attached to the complaint file in which it was noted that the stent was already separated from the delivery system. No damages were able to be noted on it (i.e., no kinks, bents, or broken struts); both ends were noted completely flared. The delivery wire was noted to be inside the introducer. The rest of the device was not able to be evaluated since only one portion was shown in the picture. A non-sterile 4mm x 23mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was noted that the stent was already detached from the unit, and this was not returned for evaluation. The delivery wire and the introducer were found to be in good condition (i.e., no kinks, bents, or elongations). These conditions are consistent with the conditions seen in the provided picture. The distance between the delivery wire tip and the reference marker was measured, and it was confirmed to be within specifications. The customer complaint regarding a premature deployment of the stent was confirmed due to the detached condition of the stent; however, the exact contributing factors to this issue could not be identified. Although no product defect was identified, there may have been other factors that contributed to the failure encountered during the procedure that could not be replicated in the laboratory setting. Since the distance between the delivery wire tip and reference marker was found to be within specifications, manufacturing or design defects are not suspected. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. The stent component might have gotten lost sometime during the post-operative handling or decontamination of the device since it was shown in the provided picture. If additional information or components are received at a later time, this investigation will be reassessed accordingly. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of lot 6714893. The historical record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no CAPA activity is required. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) do contain the following recommendations: carefully place the dispenser hoop into the sterile field. Remove the delivery wire from the clip on the dispenser hoop. Grasp the proximal end of the introducer and the delivery wire at the point where it exits the introducer. Hold the wire and introducer together to prevent stent movement. Remove the codman enterprise vascular reconstruction device and delivery system from the dispenser hoop. Do not partially deploy the stent from the introducer. Confirm that the delivery wire does not move relative to the introducer during the removal of the codman enterprise vascular reconstruction device and delivery system from the dispenser hoop. Confirm the tip of the delivery wire is entirely within the introducer. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.